Manufacturer narrative:
Product analysis could neither confirm nor deny the insertion difficulties as stated in the complaint. Product analysis could not confirm the partially inflated balloon as stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. The original y adaptor was not returned for analysis. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause of the stent damage can be attributed to handling.

Event description:
This complaint is now reportable based on the analysis completed on 8/22/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the taxus express2 3.0x 28mm drug eluting stent couldn't come into the y-connector and the balloon was dilated before it was pressurized. The procedure was completed with another taxus stent, same size. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage.